Manufacturer narrative:
A photo was returned showing leakage from clave at the upper lid of the burette. Received one (1) used 142730490 plum burette set. As received, the clave was observed to be partially broken from the upper lid of the burette. The female adapter of the clave remained bonded inside of the bonding pocket of the upper lid of the burette. The reported complaint of a leakage can be confirmed due to the broken clave. The probable cause of the broken clave port is due to an unintentional bending force during use. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.

Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received.

Event description:
The event involved a plum 150 ml burette set, clave injection site, 2 clave y-sites, sl, 114in. It was reported that leakage was observed on the clave additive port during an infusion.there was patient involvement but no patient harm.